Manufacturer narrative:
It was reported that one of the ventilator wheels was broken. Provided pictures confirm the broken wheel. No defects can be seen in the fracture surface. This type of cart wheel was introduced 2005. The reported ventilator was manufactured 2011. The broken wheel was not returned for investigation. A broken cart wheel may, as a worst case scenario, lead to stop of ventilation (extubation) or injury. The root cause of the reported issue has not been determined.

Event description:
Manufacturer's ref#: (B)(4).

Event description:
It was reported that one of the wheels of the ventilator was broken. There was no patient involvement. Manufacturer's ref #: (B)(4).